Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 15/2.25 mm balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the mid lad coronary artery. The physician used a zuma2 guide catheter to cross the lesion. The maverick2 monorail 15/2.25 mm balloon was being used to predilate the lesion for placement of a driver stent. The procedure was successfully completed. No pt injureis or complications were reported. Pt status is reported as 'good'.